Event description:
It was reported that during surgery, the t2 implant of the fast fix 360 deployed prematurely. It is unknown if there was a delay or if there was a back-up device available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during surgery, the t2 implant of the fast fix 360 deployed prematurely¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Manufacturer narrative:
The fast-fix 360 units, was returned. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The deployment needle was in the t1 position. Functional testing of the first device did not reveal any issue. A visual inspection of the second device found he distal needle was significantly bent. The suture and anchors were still attached to the device. T-1 was no longer in the deployment channel. T2 was in the deployment channel. The depth limiter button was in the default position. The deployment needle appeared to be in the t2 position. The complaint was confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted.

Manufacturer narrative:
H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith / nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith / nephew, or its employees, that the report constitutes an admission that the device, smith / nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during surgery, the t2 implant of the fast fix 360 deployed prematurely. It is unknown if there was a delay or if there was a back-up device available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.